Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation is urinary incontinence. Procedure (s) performed were sling bladder neck suspension and anterior repair. Complications post uretex sup placement in 2009 - genuine stress urinary incontinence, cystocele. In 2012 patient had genuine stress urinary incontinence, cystocele, rectocele, absent perineum.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.